Manufacturer narrative:
The pump was returned assembled. The driveline was severed less than 1 inch from the pump housing and the severed portion of the driveline was not returned. The sealed inflow conduit, sealed outflow graft, outflow graft bend relief, and outflow graft bend relief collar were also not returned. Examination of the disassembled device revealed a pink, soft deposition in the outlet stator; however, there was no evidence to indicate that it was present while the pump was operating and no other depositions were identified. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A correlation between the device and the reported infection could not be conclusively determined. Pump pocket and driveline infections are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 6 months. The device was returned for analysis. Evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist. It was reported that the patient experienced a driveline infection, and possible pump pocket infection. The patient had developed fever, chills and rigors. The lvad clinician was unsure of when the infection first developed. The patient was treated with antibiotics, and the device was exchanged on (B)(6) 2017. No additional information was provided.